Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead developed infection. Additional information indicated that this lead was destroyed during extraction and was deconstructed. A revision was performed and the pulse generator along with the ra lead and right ventricular (rv) lead were explanted. There were no additional adverse patient effects reported. This explanted ra lead was not returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead developed infection. Additional information indicated that this lead was destroyed during extraction and was deconstructed. A revision was performed and the pulse generator along with the ra lead and right ventricular (rv) lead were explanted. There were no additional adverse patient effects reported. This explanted ra lead was not returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead developed infection. Additional information indicated that this lead was destroyed during extraction and was deconstructed. A revision was performed and the pulse generator along with the ra lead and right ventricular (rv) lead were explanted. There were no additional adverse patient effects reported. This explanted ra lead was not returned for analysis.